Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure while making a shape of microcatheter (subject device), the outer diameter of excelsior was peeled and distorted at its distal shaft. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date added. D4 expiration date added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information was provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging and the device was in good condition during preparation/prior to use on the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported.

Event description:
It was reported that during the procedure while making a shape of microcatheter (subject device), the outer diameter of excelsior was peeled and distorted at its distal shaft. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.